Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. During the procedure, the drainage system did not work. The doctor opined that it had been caused by a problem with reservoir. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. All components are in place and in good conditions as well as the end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function.